Event description:
It was reported that during an unknown procedure using the gen11, the jaw of the ace36e broke. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported, blade was not in the patient.

Manufacturer narrative:
(B)(4). Date of event: assumed 1st day of month that complaint was reported. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.